Event description:
A customer observed biased tsm results using control fluids on the vitros ec, system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.